Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. Device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that high impedances were noted on multiple contacts. The patient will undergo a revision of the ipg to allow replacement of the non-functional lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that high impedances were noted on multiple contacts. The patient will undergo a revision of the ipg to allow replacement of the non-functional lead.